Manufacturer narrative:
The device was received partially deployed with the slide insert visible in the top housing viewing window. The formed needle was visible in the exposed portion of the soft cannula. After opening the device, the needle mechanism moved in to the fully deployed position. Score marks were observed on the underside of the top housing, indicating a misalignment of the linkage assembly. The needle mechanism was reset and deployed as intended with no issues. The misalignment of the linkage assembly resulted in the needle not fully retracting into the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract, after wearing the pod on the arm less than an hour, indicating a failure of the needle mechanism.